Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested for suspected inflow cannula obstruction. The patient¿s flow reached 0.0, speed was lowered to troubleshoot, and a system controller exchange was performed. Prior to the controller exchange, nurses could still hear the pump. The controller at the time of 0.0 flow was (B)(6). The patient was then connected to controller (B)(6) and remained stable in the intensive care unit (ICU). The patient was placed on (B)(6) on 08may2024 at 5:03:00. Between 5:03:00 and 5:19:20 the flow gradually increased from 0.0 lpm to 3.9 lpm. This was in conjunction with the set speed being adjusted in ranges of 3800 to 5000 rpm. The log file ended with a set speed of 5000 rpm, flow 3.9 lpm, pi 3.5, power 3.1w. The pump temperatures were in normal ranges. The pump event log file captured increases in rotor noise on 08may2024 between 5:06:11 and 5:13:22. For the remainder of the pump event log file the rotor noise was in normal ranges and stable. The periodic log file was normal until 08may2024 at 4:23:07 when the flow dropped to 0.0 lpm. The event log file ranged from 4:21:33 to 6:11:16 on 08may2024 and showed flow at 0.0 lpm throughout the log file. The event log file captured a few set speed changes and one driveline disconnect / reconnect which caused an approximate 4 second pump stop. The site stated that the disconnect was for concern of a possible electrostatic discharge event. The issue did not resolve, so all attention was turned to a possible obstruction. After the driveline disconnect / reconnect the flow remained at 0.0 lpm. The event log file ended with a driveline disconnect. The pump temperatures were normal. The site stated that flow would not budge, and an echocardiogram (echo) did not show any obstruction. Pi and power remain low; speed 4800, power 2.4, pi 3.6, flow 0.0. The patient had been flowing 0.0lpm for 10-15 minutes on 08may2024. Pcbt was 42. The plan was to add dobutamine and epinephrine, hold on extracorporeal membrane oxygenation (ECMO) and get a computed tomography angioplasty (cta) to assess the outflow graft. An obstruction wasn't confirmed, and that the computed tomography scan was negative for clot. Images were not available. The tamponade was ruled out per the site. Around 0500am on 08may2024, the coordinator communicated that ICU performed a controller exchange. Speed 4200, flow 1.2, power 3.7, pi 6.5. Pump parameters around 0515am: speed 5000, flow 4.0lpm. The patient was awake, alert, and oriented. Additional log files were submitted on 09may2024, and the pump log files latest rotor noise data was in normal ranges & stable. As of 09may2024, the patient was stable in the ICU with no current issues. No treatment was performed as the patient was asymptomatic. No intervention was required, and the patient remained on anticoagulation. The issue with the suspected obstruction was resolved. The reason for the low flow / no flow state was not determined.

Manufacturer narrative:
Section d4: UDI has been corrected. Manufacturer's investigation conclusion: the system controller is being evaluated for the reported event of low flow and driveline disconnect alarms. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 hours (08may2024 from 04:21:33 to 06:11:15 per time stamp). Sustained low flow alarms were noted in the log file and resolution of the alarms is not captured in the log file. At 04:32:52, a driveline disconnect alarm activates, which is consistent with the reported troubleshooting. At 04:32:53, the pump speed drops to 0 rpm. The driveline is reconnected at 04:32:55, and the pump reaches the lsl of 4200 rpm at 04:32:58. At 05:02:53, the driveline is disconnected for a system controller exchange. There were no other notable events active in the log file. Pump operation was not affected. The reported alarms were unable to be correlated to a device related issue with the system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect and low speed advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.